Manufacturer narrative:
Trackwise ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
Related to 692810 & 692814 the hospital reported that the hemopro 2 adaptor is not working after being tested by biomed. It failed to deliver energy during troubleshooting. No patients was harmed according to the account as there was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot/ serial number was not provided and the specific product a lot/ serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.